Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The less than 55% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The 2.5x16mm promus element coronary drug-eluting stent was deployed without issue and was observed to be "on a bend". A nc quantum apex balloon catheter was advanced for post-dilation, but was noted to be catching on the stent. The balloon was eventually able to be positioned and inflation was performed. However, the physician identified that the edge of the stent was deformed. Further dilation with an unspecified non-compliant balloon was performed; however, some deformation of the proximal edge remained at procedure end. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: over 50. Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).